Event description:
Per the clinic, the patient experienced an mrsa infection with mastoiditis related to the cochlear implant and acute otitis media. Subsequently, the device was explanted on (B)(6) 2025. Granulation tissue and inflammation were observed intraoperatively and the surgical site was irrigated with antibiotics (specific type, date and duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.